Manufacturer narrative:
B3: journal article publish date used as event date, as it is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Journal citation: napon, a.n. Et al. (2025). A case of late -onset watchman device-related thrombosis with potential link to anti-angiogenic tyrosine kinase inhibitors. Jacc. (85) 12.

Event description:
Reported via journal article. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. Two (2) years post index procedure, the patient presented with chest pain. The workup ruled out acute coronary syndrome. Imaging revealed a large left atrial mass attached to the closure device, causing dynamic mitral valve stenosis. A cardiac magnetic resonance imaging (MRI) scan showed characteristics consistent with a pedunculated thrombus measuring 4.1x1.6x1.7cm. Transesophageal echocardiogram (tee) imaging apical two (2) views revealed the thrombus prolapsing through the mitral valve during left ventricle diastole. Tee long axis showed the thrombus attached to the closure device by a narrow stalk. The physicians suspected pazopanib may have played a role in the thrombus event. Surgical thrombectomy and bovine pericardial patch exclusion of the closure device was performed in a tertiary center. The patient recovered well and was discharged on warfarin therapy. A repeat computed tomography (CT) showed no residual thrombus.